Event description:
It was reported by the patient's mother that the patient was experiencing a worsening in seizures. The patient's generator was explanted due to an infection that is being reported in MFR report 1644487-2020-00875. Device history records were reviewed for the suspect generator. The generator passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.